Event description:
The following report was received from the affiliate: during a coronary intervention while applying pressure to inflate the balloon, the pressure meter on the inflation device was unstable and the pressure would not increase. However, physician continued with the procedure, and the stent was deployed at the target lesion. When the stent delivery system (sds) was retrieved and the pressure was applied on the balloon, a balloon rupture was confirmed. After that, an additional 3.5x23mm cypher des was implanted overlapping the proximal end of the first cypher stent. Post-dilation was conducted with the 3.5x23mm stent delivery system on both stents. The physician's comment: the calcification was not heavy, so it seemed unlikely to happen due to the vessel's calcification. The physician is wondering why the sds ruptured and would like us to investigate the cause of the issue. There was no reported patient injury. The product was clinically used and will be returned for analysis. The male patient with an unknown medical history underwent the implantation of two cypher stents to the mid right coronary artery (rca). During deployment of the first stent, the physician reported inflation difficulty. There was no injury to the patient. Indication for the initial evaluation is unknown. The target lesion was slightly tortuous, but not calcified, and the physician felt that the vessel characteristics did not contribute to the reported problem. However, per the instructions for use, the cypher stent is contraindicated in patients with tortuous vessels. The lesion had been pre-dilated and the 3.5x18mm cypher stent was deployed with difficulty. Upon removal of the stent delivery system, pressure was applied and the physician "confirmed a balloon rupture". The second stent was placed proximally to the first in an overlapping fashion without complication. Post-dilatation of the first stent was performed.

Manufacturer narrative:
Inspection of the returned delivery system confirmed a leakage in the inflation lumen at the position of the transition seal. No balloon leakage was observed. The leakage appears to be related to the transition seal process. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. There is no evidence to suggest that any damage occurred during use of the product. Based on the available information and product analysis, the exact cause of the leakage could not conclusively be determined, but it appears to be manufacturing related. There is no evidence to suggest that any procedural or lesion factors contributed to the event. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/06. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device is is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.